Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review confirmed the reported event of no historical data was displayed in the receiver. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and no failure were detected related to the complaint. The data log was reviewed and no issues related to the customer complaint were observed. The reported event of no historical data was displayed in the receiver was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was no historical data displayed on receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.